Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the lead exhibited less than 100 ohms impedance and loss of capture in the bipolar configuration. The physician believed that the setscrew might not have been tightened.